Event description:
It was initially reported that a (B) (4) handheld would not turn on and adjusting the power adapter resolved the issue. Additional information revealed that the handheld would not retain charge. Product has been returned to manufacturer and it is undergoing product analysis. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.